Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the insulin remaining in the cartridge was not matching the amount that the pump was displaying. The pump displayed 10 units remaining and the cartridge was full. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results: during testing, a load, rewind and prime sequence was successfully performed. A cartridge with approximately 110 units was filled and recognized correctly by the piston rod. Next, 10 units were primed in the pump; the home screen correctly reflected 100 units after the prime. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully. The pump correctly calculated the remaining units of 90 unit and 80 units after each bolus and the correct amounts were reflected on the home screen. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.